Event description:
The patient's representative mentioned that they know of a man who had a boston scientific dbs whose wires in their neck started to burn during an MRI. Patient's representative did not provide further details about that event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).